Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new information from the patient on 02/06/2023 alleging that the patient did not notice particles. Section b1, b2, b4 and g3 has been updated. There was no report of patient harm or injury.